Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Event description:
Patient reported a ¿rupture¿ on an unknown side. The patient also stated: "an ultrasound and mammography have shown silicone floating in the lymphatic system and accumulation of silicone in the breast tissue." The manufacturer of the device is unknown. Device has been explanted.